Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20gax10cm powerglide midline catheter. Usage residues were evident throughout the sample. The catheter was received in two segments which shared a complete break 6.1cm distal of the hub. The break edges appeared angled and irregular. Microscopic inspection of the break confirmed that it occurred at a diagonal angle relative to the long axis of the catheter. The break surface appeared sharply defined and partially granular and partially glossy. Catheter bunching and material deformation were observed in the vicinity of the split. The features of the catheter break were consistent with damage initiated by a sharp instrument and propagated through tensile stress. The angle of the break and location of the catheter bunching indicated that either the catheter was pulled against a pointed object such as the powerglide introducer needle or the needle was advanced into the already deployed catheter. The needle tip caught on the catheter tubing and subsequent pulling caused the complete break. The product IFU cautions ¿warning: once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. This may result in damage to the catheter. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter.¿

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned.

Event description:
It was reported that the powerglide allegedly split upon insertion. Flashback was reportedly observed and the guidewire was advanced. Upon release of the catheter, resistance was felt. The powerglide system was removed, the guidewire and catheter appeared twisted and the catheter had allegedly split in two leaving half in the patient. Local anaesthetic was required to remove the second half. Only the catheter back for analysis.